Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was received for evaluation. Visual inspection of device did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was revealed between the injection site and female luer lock adapter. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set leaked from ¿connection between the injection site and tubing.¿ this occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.